Event description:
Lap sigmoid resection. Dlu had difficulty closing. Firing sequence was initiated pc read "use manual release". The dlu was removed via manual release. However, the staples were not formed. Another device was used to complete the case.

Manufacturer narrative:
According to the surgeon, device had difficulty closing into firing range, finally unit closed for firing range, but failed to open after firing sequence was completed. Manual release was used to open the anvil, however, examination of staples revealed underform formation. Upon analysis, unit calibrated normal, opened fully, closed for firing range, fired staples into five layers of foam and staple formation were acceptable. The anvil was not returned for evaluation. Customer complaint was not duplicated. Unit function and tested as intended. See scanned pages.